Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization, and surgical intervention. Jp5371-2501, mitraclip nt pms japan. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2018, two clips were successfully implanted, reducing mr to 2. On(B)(6) 2019, the patient presented with right heart failure due to severe tricuspid regurgitation and surgical intervention was planned; however, it was also discovered that the mr increased to 3-4. On (B)(6) 2020, an echocardiogram showed that one clip had become detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The patient remained hospitalized and underwent surgery. The clip was explanted, and the patient was successfully treated with a mitral valve replacement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The increased mitral regurgitation appears to be related to the slda. The reported patient effects of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2020, the other clip that was stable on the leaflets was explanted during the mitral valve replacement surgery. No additional information was provided.